Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was not found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on "approximately (B)(6) 2010" he received a reading of 107 mg/dl on his freestyle freedom lite blood glucose meter, the first time he attempted to use it. He further reported subsequently experiencing tremulousness, became unresponsive and lost consciousness. Fire department paramedics were called and obtained a reading of 51 mg/dl, within 10 minutes, on their unknown brand meter. Customer was given glucose by an unknown route of administration and transported to a local healthcare facility where he was diagnosed with severe hypoglycemia. It is unknown if additional treatment was provided at the healthcare facility. There was no report of death or permanent injury associated with this event.